Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue line/final line bag disconnected from a homechoice cassette during peritoneal dialysis therapy. This event occurred during dwell five of five while the patient was connected. The technical service representative assisted with ending therapy. The cause of the disconnection could not be determined. The patient stated that they will finish therapy with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.